Manufacturer narrative:
The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer's touch panel stopped responding and after rebooting it worked fine. No adverse patient effects reported. The programmer remains in service. The device has not been returned by the customer; therefore, no product analysis could be performed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during the analysis of the device.